Event description:
It was reported that the patient called indicating that the estimated remaining longevity of this pacemaker had decreased from five years remaining to 4.5 years remaining in the span of 3 months. Boston scientific technical services (ts) recommended the patient to request a report to the clinic for evaluation, however, no data was provided to confirm the allegation. The device remains in service. No adverse patient effects were reported.